Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Customer's blood glucose was 205 mg/dl. Although requested by tandem technical support, the customer declined further follow-up to ensure backup therapy was obtained.